Event description:
Reportable based on analysis completed on (B)(4) 2014. Same case as MDR ID# 2134265-2014-05030. It was reported that during an ablation treatment procedure a blazer prime¿ xp catheter tip kinked and was difficult to manipulate or curve. The blazer prime¿ xp was replaced and the procedure was successfully completed without patient complications. However, returned device analysis revealed lifting glue in the electrodes.

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection was performed and the device has a kink at the distal section while it is in a neutral position at 1.4cm from the tip and another kink at the proximal section at 67cm from the tip. In addition, the device has a broken adhesive at ring 1 and ring 2 and blood evidence under the adhesive of all the rings and dry blood evidence over the ring 2. The rings damage location match with kink location. Functional inspection to the steering knob was performed and the tension control knob functioned properly on both lock and unlock positions. A dimensional inspection was performed and the device passed the dimensional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).